Event description:
It was reported that the brake of the vertical drive assembly on the omega v table was not working properly. The table goes down on its own as soon as power is removed from the vertical motor. No patient injury was reported. Ge field service engineer found that the hexagonal head on the motor shaft was disengaged from the brake disk. The two screws that secured the hexagonal head were loose. The ge field service engineer replaced the motor assembly, which fixed the system. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.